Event description:
The home patient reported that the hp had disconnected to use the restroom during dwell 2/3 of automated peritoneal dialysis with the homechoice machine. The hp had neglected to stop the machine while the hp was gone. After the hp returned, the hp fell asleep and neglected to reconnect self. The machine experienced a 2240 alarm, detecting air. The pt awoke to the alarm and attempted to reconnect without setting up new supplies. The machine did not allow this and the patient ended treatment. The hp finished the hp's treatment by performing 2 manual exchanges. There was no pt injury or medical intervention required according to the home patient.